Event description:
(B)(4). Two new things from this wonderful little device: while at work, I stood up and basically hemoreaged. I lifted my pant leg to find I had bled into my socks from my vagina and I had a tampon in. When I went to the restroom, I passed a clot about 2 to 3 inches in diameter. I was on no medications and I tested for a possible miscarriage, but this was negative. About 2 weeks later went to the ER with severe abdominal pain, nauseous, and dizzy spells. Had a severe uti and kidney infection. On no medications.